Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer's blood glucose level was 277 mg/dl. Reportedly, customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.